Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Not returned to manufacture.

Event description:
Consumer reported via e-mail that after insertion of a tampon, the string disappeared and was alleged to be stuck. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.